Manufacturer narrative:
The clinician could only recall a limited amount of treatment and pt details. The electrodes, specific to the incident, as cited by the clinician, were not returned for evaluation. The clinician could not determine if the patient's skin had been properly prepared for the electrotherapy treatment. Proper care of the electrodes and applicable pt skin preparation are indicated in the device user manual. Proper care of the electrodes, skin preparation, and application are important safe and effective electrotherapy measures that must be performed to minimize the risk of pt discomfort and injury. A device evaluation was performed by our engineering dept. Root cause is unknown because the device performed to spec and to its intended use. The engineering dept did not find any problem with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusions: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 4,5,6 &7), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2 and 3. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery an electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. The application of electrodes appears to be a likely cause or contributor of the reported incident. Pt skin preparation or electrode placement can contribute to the reported incident. The unit meets all manufactures specs.

Event description:
Patient complained of a burning sensation during an electrotherapy treatment. The patient was being treated in the area of the shoulder. The clinician applied the interferential electrotherapy waveform to the patient's shoulder. Eight minutes into the treatment the pt began complaining of a burning sensation, much like a cigarette burning the skin, under the treatment electrodes. The clinician immediately stopped the treatment and examined the treatment area under the electrodes. The clinician noted that the skin was pink under one of the treatment electrodes. The pt did not require or request medical attention. The next day, the skin discoloration had cleared up. The clinician reported that they felt the electrodes were the source of the occurrence.